Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. One filter was returned for evaluation. Images were provided and reviewed. Based on the evaluation of the returned device, 6 legs and 5 arms are present. The arm was detached near the apex, with approximately 2.5mm of arm remains attached at apex. Based on the image review, one detached filter arm was demonstrated to be located within the confines of the vena cava filter. Therefore, based on the returned device and images provided, one detached filter arm can be confirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model dl950j filter experienced limb detachment. The filter was retrieved; however the detached filter limb remains in the patient. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient¿s weight was not reported.